Manufacturer narrative:
H6. Codes: updated. The affected device was not returned. Sixty-one returned samples were received in good condition, no failure about the erased/blurred numbers, the supplier checked the device history record (DHR), and retained sample in supplier, confirming that there was no abnormality in the production process.

Event description:
It was reported that the product presented erased/blurred numbers. There was patient involvement and there was no reported harm.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the units of the product presented erased/blurred numbers. There was patient involvement and there was no reported harm. The incidents occurred in the ICU ward, where patients remain intubated for longer periods of time. Two pictures were provided by the customer, showing the issue and the product's label. Visual and functional testing was performed. Upon further investigation, all 61pcs returned samples were good, no failure about the erased/blurred numbers, the supplier checked the DHR, and retained sample in supplier, confirm that there was no abnormality in the production process. The probable cause of the reported problem unknown.